Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A device history review revealed no previous events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding starting therapy without the home patient (hp) being connected to the home choice (hc). The cg stated the hc was currently in fill 1. (B)(4) advised the cg would need to start over with new supplies. (B)(4) assisted the cg to end therapy on the hc. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.